Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left circumflex coronary artery. An attempt was made to treat the perforation with a 2.8x16 rx graftmaster covered stent, however, the graftmaster failed to cross. While an echocardiogram confirmed there was no pericardial effusion, the delay in treating the vessel due to the failure to cross resulted in complete occlusion of the vessel due to swelling. The patient then experienced supraventricular tachycardia, then cardiac arrest. The patient was then intubated, shocked, and cardiopulmonary resuscitation (CPR) was performed, restoring patient heart beat. The left circumflex was coiled, which slowed the bleeding from the perforation, but has not completely stopped flow. The patient is in fair condition, has been extubated, and is still recovering in intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance and the reported patient effects; however, the subsequent treatments appear to be related to circumstances of the procedure. The reported patient effect of occlusion, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.